Manufacturer narrative:
Concomitant medical products: product ID: a2dr01 ipg, implant date: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain. The right atrial (ra) lead exhibited low impedance. The right ventricular (rv) lead exhibited short ventricular to ventricular intervals and oversensing. The leads remain in use. No patient complications have been reported as a result of this event.